Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump did not deliver insulin during his normal delivery, and it happened three times. The caller stated that he went to the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer experienced vomiting, nausea, and extreme thirst. The caller mentioned that the insulin pump was alarming no delivery through the night, and by the time he acknowledge the alarm, it was too late to bring his glucose level down. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Time and date were incorrect. Assisted the caller with correcting them. Checked the alarm history and found button error, bad battery and no delivery alarms multiple times. No further information was provided.